Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) ranging from over 400-450 mg/dl; cause was unknown with ketones which, a healthcare provided identified as life threatening. Customer gave a correction bolus via the pump and manual injection to address bg level. Reportedly, customer reverted to manual injections for insulin therapy.